Manufacturer narrative:
Conclusion and justification status: the complaint states bal seal damaged also basl seal retaining lug damaged. The investigation confirmed the failure mode as reported. Care needs to be used when assembling these connections, as damage may occur resulting in the type of failure seen here. However, there is insufficient information supplied with this complaint to determine whether sufficient care was or was not taken. It should be noted that (B)(4) was released on 08 jul 2014 in which the damage to the balseals was evaluated. The pra concluded that there is no patient harm as none of the failure modes have led to any patient harm. Furthermore, the assembly and disassembly of this device is carried out by the scrub nurse on a table away from the joint space, additionally the device cannot be disassembled within the joint space. It should also be noted that this issue will be further monitored in post market surveillance the complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Bal seal damaged also bal seal retaining lug damaged. This case has been reported by the loan kit technician during loan kit inspection.